Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? Tyvek was sterility compromised as a result of the packaging damage? We think so is the current patient status known? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the description of the deviation: packaging is broken, so the product cannot be used. No patient consequences reported. No further information is available.